Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage on the electronic and motor assemblies. The pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 199 mg/dl at the time of incident. The customer stated that the pump alarmed button error right after it was exposed to sweat. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.